Event description:
It was reported that the atrial and ventricular lead impedances decreased from 600 ohms to 60 ohms in one day, and thresholds were high. There were no egms and no marker channels when the device was checked. At replacement, the leads were confirmed to have normal impedance and thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report was originally submitted on (B)(6), 2010; however, we were later informed by FDA the esg was not operational due to a power outage. Therefore, this report has been resubmitted when the gateway resumed operation. Evaluation summary (B)(4) the device was returned to the manufacturer and analysis confirmed the complaints from the field. Testing revealed the brady outputs all measured approximately 35% of the programmed amplitude, egm gain results were all low, cross chamber leakage results were outside test limits. The anomalous pacing issues were found to be due to a gate oxide failure of a transistor. We did receive performance data collected from the device and have analyzed the data. Low resistance/impedance. The ventricular and atrial impedance measurements were around the 500 - 700 ohm range except starting with (B)(6) 2010 measurements. Both values were now less than 100 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. This report was originally submitted on july 26, 2010; however, we were later informed by FDA the esg was not operational, due to a power outage. Therefore, this report has been resubmitted when the gateway resumed operation.